Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that last week around the time they were going to charge their implanted neurostimulator because it needed charging, they noticed that when they went to get the recharger from the dock, the lights on the recharger were scrolling rapidly. Patient stated they just left it on the dock and forgot about it but when they went to charge again this week, the recharger lights were still scrolling rapidly. Patient stated they switched wall outlets where the dock was plugged in but that did not resolve the issue. Patient confirmed they always kept the recharger plugged in and charging when not in use and that they were using the thick charging cable for the dock. Patient confirmed they saw a consistently lit little green light on the back of the recharger dock. Patient services walked the patient through troubleshooting steps: placing recharger on dock and holding power button down for 10 seconds and then removing the recharger from the dock and attempting to turn it on, but it still wouldn't turn on. A recharger reset was then performed but the issue was not resolved, the recharger would still not respond. The issue was not resolved through troubleshooting. An email was sent to the repair department and the patient was sent a replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) analysis of wr9220 (s/n (B)(6)) revealed that led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.